Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently prescribed oral antibiotics (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.